Manufacturer narrative:
The device was returned for analysis. The reported foreign object found inside the package was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported foreign material was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that a foreign object was found inside the package of a proglide device. The object is 1/8 inch long and black, is lingering next to the sheath. The package was sealed and therefore, device was not used in the patient. There was no patient involvement. Per return device analysis, it was noted one of the pegs of the suture trimmer was separated.